Event description:
Procedure type: two vessel bypass and a mitral valve repair. According to the reporter: allegedly, the pt was stable for ten hours post - operatively in the ICU. She then hemorrhaged into her chest tubes. Her chest was cracked in the ICU and pressure was held, CPR done; however, she exsanguinated and subsequently expired. Allegedly, the suture was intact through the tissue and at the knots but had fractured. Autopsy was not done at this time; autopsy has not been performed at the time of this report.

Manufacturer narrative:
(B)(4).